Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised a reboot and storage recovery, after which functionality was restored, and patient specific medications could be accessed; customer confirmed resolution and approved case closure. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager refrigerator kept failed and all medication was greyed out. Customer reported being unable to withdraw medications from the fridge as the options are greyed out, noting that although the fridge opened once after recovery, they are unable to link the already removed medication to the patient because the door was not opening normally. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.